Event description:
This report is being filed after the subsequent review of the following journal article: ring, d., jupiter, j., (2003), internal fixation of the humerus with locking compression plates, techniques in shoulder & elbow surgery, 4 (3), 169-174. The authors reviewed the results of plate and screw fixation and autogenous bone grafting in 22 elderly patients (average age: 72 years) with atrophic, unstable, un-united fractures of the humeral diaphysis. In each patient, 1 or more modifications of standard plate (locking compression plates) and screw technique were required as a result of osteopenia: long plates were used; plates with a blade modification were used in 15 limbs; replacement of loose 4.5-mm cortical screws with 6.5-mm cancellous screws was done in 12 patients; schuhli nuts were used in 6 patients. Two patients with incomplete union were the only complications noted. There is not sufficient information to file multiple reports. This is report 1 of 1 for (B)(4). This complaint involves 1 device.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Ring, d., jupiter, j., (2003), internal fixation of the humerus with locking compression plates, techniques in shoulder & elbow surgery, 4 (3), 169-174. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.